Event description:
Two complete se stents were implanted. One was implanted to common right femoral artery and another implanted into the external left femoral artery. At time of procedure, the pt was found to have a occluded superficial femoral artery as well as a tight 90% stenosis of the proximal right external iliac artery as well as 80% stenosis of left external iliac artery. The pt underwent successful angioplasty and stenting of both lesions. Approx 5 months post index procedure, the pt was admitted to hospital due to chest pain and lower extremity discomfort. EKG show no acute changes, chest x-ray and labs are normal. One year post implant of the stents, the pt experienced recurrent right leg claudication. The pt was found to have significant in-stent restenosis of the right iliac artery. The investigator indicated that there was no relationship between the reported event and study device. Successful angioplasty was performed with less than 10% residual narrowing seen throughout the stent, and there was normal flow.

Manufacturer narrative:
(Secondary intervention) - results: (occlusion of iliac artery or distal vasculature).